Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d4, d10, g4, g7, h2, h3, and h8. 67 - intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis neither confirmed nor replicated the reported issue. The instrument was placed and driven on an in-house system. The instrument passed all self-tests and moved intuitively with full range of motion in all directions. The instrument¿s grips opened and closed properly. The instrument passed an energy delivery test. The logs were reviewed and no errors were found. This complaint is being assessed as a reportable complaint because the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Manufacturer narrative:
Isi has not received the vessel sealer extend instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being assessed as a reportable complaint because the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a vessel sealer extend instrument had a sealing problem. The procedure was completed with a backup vessel sealer extend instrument and there was no reported harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend instrument worked as expected to start, but had issues sealing later in the procedure. The customer reported that there was no injury to the patient and no unexpected bleeding during the procedure. All expected bleeding was controlled with an instrument and there was no need for a blood transfusion. The customer could not remember if there were sealing audible tones during the procedure. There was no report of system errors. The targeted vessels were not under tension and not greater than 7mm in diameter. The customer reported that the instrument did not encounter staples, clips, or other objects during the sealing cycle. The instrument was used for less than 5 minutes before the reported issue occurred. There was no report of instrument immersion in a liquid and no report bio debris at the distal end. The customer provided a 30 second video of the vessel sealer extend instrument in use. Isi was unable to come to any conclusions due to the video's short length and poor quality.